Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The totally occluded target lesion was located in the severely calcified anterior tibial artery (ata). After crossing a guide wire, a 2mm x 40mm x 144cm coyote es balloon catheter was advanced for pre-dilatation. However, upon first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Returned product consisted of a coyote es balloon catheter with a stopcock attached to the hub. There was blood in the inflation lumen and balloon. The tip was damaged. The balloon was loosely folded. Microscopic examination of the balloon revealed a circumferential tear over the distal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The totally occluded target lesion was located in the severely calcified anterior tibial artery (ata). After crossing a guide wire, a 2mm x 40mm x 144cm coyote es balloon catheter was advanced for pre-dilatation. However, upon first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.